Event description:
The customer reported that his insulin pump alarmed and insulin squirted out during the manual prime process. Advised the caller that the device would be replaced. The blood glucose reading was 234mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. The insulin pump had missing end cap sticker.